Event description:
Healthcare professional reported "leak back of plate seam."

Manufacturer narrative:
Taper ii. Based upon the model number and serial number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the event date, implant date, diagnostic testing, patient data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."